Event description:
Device malfunction: stent jumped. Symptoms/ae: hypotension. Time of device malfunction: during the procedure. It was reported that during a left internal carotid artery stenting procedure, during deployment, the rx acculink stent jumped distally, only partially covering the lesion. A second rx acculink was deployed, overlapping the first stent and fully covering the lesion. The lesion was post dilated with a non-abbott balloon. After post dilatation, the pt became hypotensive and a neosynephrine drip was started. Four days post procedure, the hypotension resolved and the pt was discharged to home. Although requested, there was no additional info provided.

Manufacturer narrative:
The second rx acculink stent (part# 1011339-30, lot# 8081851) is being filed under the same MFR number. Eval summary: analysis of the reported event revealed that it may be possible for the stent to jump if slack in the catheter is not removed prior to deployment. The rx acculink instructions for use notes on techniques to ensure intended placement: "prior to stent deployment, remove all slack from the delivery system." And "while pressing down the thumb to avoid any forward motion, retract the handle to deploy the stent in the artery." A conclusive root cause could not be determined. Additionally, hypotension is a known possible adverse event associated with the use of the device as listed in the rx acculink instructions for use. A review of the finished device lot history record did not reveal ny non-conformities which could have contributed to this event.